Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault resulting in a controller exchange was confirmed via the submitted log file as well as the returned controller. The submitted log file labeled a3291204 contained data spanning approximately 6 days ((B)(6) 2021 per the timestamp). The log file captured intermittent backup battery fault alarms on (B)(6) 2021 from 09:48:00 to 09:49:23, 09:50:31 to 11:59:20, and from 12:20:52 to 12:33:35 due to the backup battery failing the load test (internal error code f36). When the load test first failed, the loaded voltage measured 11.32 v and the unloaded voltage measured 12.184 v. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The system controller, (B)(6) was functionally tested and passed all steps without issue. The backup battery, serial number (B)(6) was installed in the controller upon arrival. The system controller and backup battery operated on a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the battery passed each time without issue. Provided information stated that the controller exchange resolved the alarms. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 20aug2019. Heartmate iii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump running led condition, power cable disconnect alarm conditions, backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (rev. C) section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate iii instructions for use ( rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had their controller replaced due to recurrent ebb alarms. It was noted that after the exchanged, the alarms were resolved. No additional information was provided.